Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous left anterior descending artery. After dilation was performed using a non-bsc balloon catheter, a 4.00 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with another 4.00 x 20mm synergy¿ stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the proximal portion and mid-section of the stent was damaged with stent rows bunched and struts lifted and pulled distally. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the wire exchange port was torn. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous left anterior descending artery. After dilation was performed using a non-bsc balloon catheter, a 4.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with another 4.00 x 20mm synergy stent. No patient complications nor injuries were reported.